Manufacturer narrative:
Continuation of unique identifier (UDI) # - (B)(4).

Event description:
The dentist reported a fractured screw. The screw was tighten, but 15 days after being tighten the screw fractured. The screw portions were removed from the implant.

Manufacturer narrative:
The returned screw was visually inspected and found to be completely severed into two pieces; at approximately the 12th thread counting from the tip of the screw. The hex drive had debris inside and the drive features showed some damage areas. The threads also showed some wear marks and debris. The review of the device history records did not provide any indication that a manufacturing deviation contributed to this event. There are no non-conformances for this item lot. A definitive root cause has not been determined.